Event description:
It was reported to philips that the system was unable to produce x-rays. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the coronary diagnosis procedure was performed by customer and the procedure was completed using another way. The philips remote service engineer (rse) analysed the system remotely and confirmed the booting issue. Review of the system log file showed that there was an malfunction in frontal ip-pc. Repair action was taken by the house engineer. No further information regarding the issue. No service has been performed by philips. To date, no further information was received. The codes were updated based on the investigation outcome.